Event description:
It was reported resistance occurred. A non-(B)(6) device was used to track into the lad but the doctor felt some resistance in crossing over to the lad artery a small balloon of emerge 1.20 mm was used to dilate at the eccentric lesion at 14atm at 5 secs twice. The next balloon used was an emerge 2.00 x 15 mm at 12atm at 5 sec at the first diagonal a nc emerge 2.50 x 20 mm to bring off as much calcium as possible and a nc emerge 2.75 x 15 mm at 16atm at 10 secs in the lad. An agent 2.50 x 20 mm was used into the first diagonal at 8atm at 1 min. Another same size of agent was used on 250 x 20 mm was used at the distal lad just after the eccentric calcium at 8atm at 1min. A synergy xd 2.50 x 28 mm was opened and this stent had no difficulty crossing over the eccentric superficial calcium at the distal to mid lesion and implanted at 14atm for 5 secs. But the second stent of synergy xd 3.50 x 38 mm had some resistance to pass through the mid calcified lesion. The stent was removed and dilated with a nc emerge 2.75 x 15 mm at 20atm at 5 secs twice but yet the synergy xd could still cross over the calcified lesion. The doctor then asked for a smaller synergy xd of 3.00 x 38 mm and with some resistant this stent was implanted at 14atm for 5 sec. It was posted dilated with a nc emerge 3.50 x 15 mm and nc emerge 4.00 x 15 mm for 14atm for 5 secs each. Final ivus imaging was done and both of the stents was well apposed and even at the calcified lesion of msa of 7.45 mm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).